Event description:
It was reported that this patient's device is under advisory for premature battery depletion. There is concern for premature battery depletion. Replacement was recommended, however the device remains in service. No adverse events were reported. Boston scientific issued a field safety notice in august 2019 regarding a subset of emblem devices that has an elevated potential of exhibiting this behavior; the population of devices that may be impacted was expanded in december 2020. This particular device is included in the emblem s-ICD accelerated depletion advisory population.

Event description:
It was reported that this patient's device is under advisory for premature battery depletion. There is concern for premature battery depletion. Replacement was recommended, however the device remains in service. No adverse events were reported. Boston scientific issued a field safety notice in august 2019 regarding a subset of emblem devices that has an elevated potential of exhibiting this behavior; the population of devices that may be impacted was expanded in december 2020. This particular device is included in the emblem s-ICD accelerated depletion advisory population. It was reported that surgical intervention was undertaken. The device was explanted and replaced. No additional adverse patient effects were reported. The device is in possession of the hospital at this time. If the product is returned, analysis will be performed and this report would be updated at that time.